Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The delivery system has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that the sheath broke into two pieces inside the vessel. Reportedly, the physician had difficulties advancing the filter through the sheath as the patient had extremely tortuous and calcified vessels. It was then identified that the sheath became kinked, bent and twisted. The physician tried to pull the sheath, but it broke circumferentially approximately 20 cms from the hub. The filter remained inside the distal broken portion of the sheath. From a jugular approach, the physician tried to retrieve the distal section of the sheath with a snare. This manipulation caused the filter to inadvertently deploy distal to the intended location. The broken portion of the sheath was successfully removed. A second filter was deployed in the intended infrarenal location through the same jugular access site. There was no report of injury to the patient.